Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide on the pod did not move forward. The cannula never inserted into the skin.

Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data showed that it completed first and second priming. Timeouts and drive stall were noted in the data. Before pod rerun during investigation, it was found that bottom and middle batteries were having lower voltages than normally expected. So, the first pod rerun was done as it is, and timeouts and drive stall got replicated. Second pod rerun was done by powering the pod using an external power supply, and the pod ran priming and 5 unit bolus delivery without any issues. Shelf mode current of pcb assembly was measured to be higher than the specification limit. This contributed to low battery power, timeouts and drive stall during pod operation, and leading to the needle mechanism failure to deploy needle/cannula and failure to insert cannula into the pod infusion site, even after completing the second priming.